Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument did not fire and could not open. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. On 01/23/2026, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: stapler worked for firings x 2, but was unable to be recognized by robot for 3rd firing. Stapler was locked and reload unable to be removed. Additional stapler and load required. No patient injury, just additional supply charges.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The sureform 60 stapler instrument was analyzed. The reported event with the instrument could not be replicated nor confirmed. The instrument was tested on an in-house system. The instrument clamped, unclamped and fired successfully. The instrument moved intuitively with full range of motion in all directions. A review of the logs showed no errors. The instrument fully functional. No product issue was found. Isi did receive the sureform 60 blue reload to perform fa. The reload was returned with the sureform 60 stapler instrument unfired and was not found to be in a firing failure. Logs showed no firing failures. The reload was found to have cartridge damage. The cartridge was damaged near the proximal end of the reload. The reload cartridge was damaged and there might be missing pieces, but the size of the missing pieces could not be confirmed. The reload was found to have damage to the cover. The cover was bent near the distal side of the reload.

Event description:
Refer to h11 for follow-up information.